Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were to be replaced proactively, however the hospital has rejected the repair.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate in pressure mode. According to the hospital there was no report the failure affected the condition of the patient.